Manufacturer narrative:
Concomitant product: product ID: 3387s-40, lot# va0psrb, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient was in cognitive decline prior to surgery, but his mental status had worsened post-surgery. He was confused, had an altered mental status, and lethargic post lead implant and a CT scan showed swelling in the area of the right brain lead. The CT did not show any hemorrhage. The patient required hospitalization and would likely go to a skilled nursing facility. He was alive with injury; cognitive decline. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.